Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices mentioned in b5 are being filed under separate medwatch numbers.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional atrial fibrillation ablation procedure. Reportedly, a suture break occurred with three prostyle devices. A fourth prostyle device was then used; however, the suture did not deploy. Utilization of the prostyle devices were abandoned. The sheath was upsized to a 13f and then a 17f sheath, and the atrial fibrillation ablation procedure was completed. Hemostasis was ultimately achieved with manual compression and suturing. There was no reported adverse patient sequela. It was noted that at the end of the procedure there was longer time holding the groin and one hour longer bed rest. No additional information was provided.